Manufacturer narrative:
The patient invasive disposable circuit was replaced. No repair needed for the ventilator unit. Ventilator is back in service. Due to no part(s) returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that there were some gas leaking in the unit. The customer reported there was no patient involvement.